Event description:
Hcp reported the patient was fine until 3 weeks ago when began to experience an increase in pain that was getting worse. The patient was using more of the patient's "breakthrough pain meds". The patient was advised to come to the clinic to have the catheter checked, but did not come in until yesterday at which time patient was also complaining of sweats, restlessness, anxiety, and nausea. An ap and lateral xray was done showing the catheter coiled and kinked. The patient was given dilaudid orally. Catheter revision surgery is scheduled for 2002.